Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38mg/dl. Cause was not known. Reportedly, the customer lost consciousness. Paramedics were called and they administered an IV of glucose.